Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: a review of the device history indicated a low battery voltage immediately following a battery change. Further testing was not possible due to the condition of the returned pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated after the patient went swimming, the pump was unable to power on. The battery was reportedly replaced sometime the week prior with an energizer ultimate lithium battery. The pump alarm history indicated a ¿replace battery¿ on (B)(6) 2013. The reporter denied moisture or damage to the pump. The battery cap reportedly secured tightly to the pump. It was noted that further troubleshooting could not be performed on the pump due to an unrelated issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.